Event description:
Surgeon was doing the open part of an arthroscopy, left shoulder, with rotator cuff repair, biceps tenodesis and subacromial decompression. As the surgeon was using the multi-fire scorpion, the tip broke off. Surgeon stated that he hits the retractor. Surgeon immediately retrieved the broken tip with the broken piece intact.